Manufacturer narrative:
Lens sample received for device evaluation. The relationship between the coopervision device and the event is unconfirmed.

Manufacturer narrative:
Manufacturers investigation is ongoing. Device return is anticipated but no lenses have been received to date. Once received, the lenses will be checked for surface quality and prescription as well as physical properties of base curve, diameter, and center thickness. Lot history, device history, sterilization records and trend reporting will be reviewed. Upon completion, a follow-up report will be submitted. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient states the lenses have "burned a ring in her eye" after use. The patient presented to the eye and ear hospital and has returned twice for follow-up care. The patient states they were prescribed antibiotic drops and steroid drops, medications not specified. The patient returned two boxes of contact lenses with different lot numbers to their location of purchase, it is unknown which lot number was involved in the incident. See associated manufacturer's incident report, reference (B)(4) / 3012123291-2019-00002. It is noted by the location of purchase, (B)(6), that the patient has a history of redness and dry eyes. The patient was seen in (B)(6) 2019 for a check and was advised not to wear lenses for one month. The patient was seen again in (B)(6) and symptoms were improved, however, the patient was advised to continue with no lens use and be seen again before resuming. It is unknown if the patient was seen by the optom for final check prior to using contact lenses again. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.